Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a patient order did not cross over to pyxis. The customer reported that the device was placed on critical override due to the missing order. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist contacted a customer and informed that the hospital team was addressing the issue internally and was informed by a pharmacy staff member that the issue had been resolved. The system functioned as intended after the customer resolved the issue.